Event description:
A us distributor returned a battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power on monitor) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, there was a leaking cell. The leaking cell caused one of the battery tri-cells to deplete. The cause of the inability to power on a monitor is the depleted cell. The cause of the depleted cell is the leaking cell. The root cause of the leaking cell was unable to be positively identified. No adverse event resulted from the defective battery pack.